Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified mid to distal left anterior descending artery. A 3.00x28 synergy¿ drug-eluting stent was advanced; however, resistance was felt at significant bend point and the device was unable to cross the lesion. The device was attempted to re-advanced sometimes, but it was unsuccessful. It was then noted that the stent struts were lifted. The procedure was completed using another 24mm stent. No patient complications were reported and the patient's status was good.